Event description:
In 2006, the pt took insulin based on his adc device readings of 197, 106 and 158 mg/dl. All three readings were obtained within 10 minutes and plotted in the "a" and "b" zone. The paramedics were called because he did not look well and he started to sweat. The paramedics got a reading of 22 mg/dl on their meter and was treated with IV glucose. The pt's treatment and the hcp meter reading is not consistent with the adc device reading.